Event description:
The dealer alleges smoke was coming out of where the wires are on the bed. Alleged injuries are not known.

Manufacturer narrative:
The dealer alleges smoke was coming out of where the wires are on the bed. No details on the alleged injuries were available other than one patient was admitted to the hospital from the smoke smell. It's unclear if wires had become entrapped. In addition, the potting material that encapsulates the pcb assembly, and the case body are produced from flame rated materials.